Event description:
Drain was fitted in theatre. Staff in ICU noted constant rapid bubbling from air leak meter. Staff troubleshooted by clamping tubing connected to the patient and bubbling continued then clamped the corrugated tubing below the red sample port and the bubbling ceased. Nurse commenting that they believe the leak is coming from the red sample port. A new drain was fitted and the patient was not harmed. As this drain has 300ml of blood it cannot be collected and sent for further investigation.

Manufacturer narrative:
Qn#(B)(4) the device history record of batch number 74m2000600 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Manufacture date:2020-12-10 expiration date:2023-12-09 customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time.

Manufacturer narrative:
(B)(4). The device is not available for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Drain was fitted in theatre. Staff in ICU noted constant rapid bubbling from air leak meter. Staff troubleshooted by clamping tubing connected to the patient and bubbling continued then clamped the corrugated tubing below the red sample port and the bubbling ceased. Nurse commenting that they believe the leak is coming from the red sample port. A new drain was fitted and the patient was not harmed. As this drain has 300ml of blood it cannot be collected and sent for further investigation.